Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facsverse¿ had biohazardous waste leak outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after cleaning the tube sensor, the bar went down. After that, the device is restarted and restored. The salting out near the tube sensor and sample line seems to be terrible, so I asked for cleaning by moistening a cotton swab and kim towel with di water. If it still gets wet immediately, there is a possibility of liquid leakage from the flow cell and the sample line connector. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that the bd facsverse¿ had biohazardous waste leak outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: after cleaning the tube sensor, the bar went down. After that, the device is restarted and restored. The salting out near the tube sensor and sample line seems to be terrible, so I asked for cleaning by moistening a cotton swab and kim towel with di water. If it still gets wet immediately, there is a possibility of liquid leakage from the flow cell and the sample line connector. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facsverse 2l 6c system with acc kit, part # 651154, serial # (B)(6). ¿ problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are 7 complaints related to the issue of a leakage of biohazard not contained within the instrument. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part #651154 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a dirty tube sensor. The customer had reported a waste leakage from the instrument and a tsr (technical service representative) contacted them to assist. The tsr confirmed that the sit door was open and the tube sensor bar remained raised. The tsr recommended that the customer clean the tube sensor with a cotton swab, kim towels, and di water and tighten the sample line connector in case of a flow cell leakage. The customer confirmed that after cleaning the tube sensor, the bar lowered. The instrument was then restarted and reported to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. Additionally, this incident occurred on an ruo (research use only) instrument so no patients were negatively impacted. Proper daily and monthly cleaning and maintenance can help maintain optimal performance, and can be found in the bd facsverse system user¿s guide, #23-11463-00 rev. 01/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2012. Defective part number: n/a. Case comments: o ((B)(6) 2022 5:51 pm) phenomenon even if the tube is removed, "a tube is attached" is displayed and an error occurs. Please contact us. [Details of telephone correspondence] at the time of incoming call, you had already referred to the manual and confirmed that the sit door was opened and the bar of the tube sensor was raised. After cleaning the tube sensor, the bar went down. After that, the device is restarted and restored. The salting out near the tube sensor and sample line seems to be terrible, so I asked for cleaning by moistening a cotton swab and kim towel with di water. If it still gets wet immediately, there is a possibility of liquid leakage from the flow cell and the sample line connector, so please retighten the connector. When cleaning, we asked you to turn off the main power supply of the main unit. Result correspondence is completed. O ((B)(6) 2022 5:50 pm) even if I remove the tube, "the tube is attached" is displayed. ¿ returned sample evaluation: a return sample was not requested because there was no replaced part. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o hazard ID: 2.1.4b o hazard: exposure to biological sample. O cause: splash by sample translation. O harmful effects: injury to operator (exposure to stained sample). O risk control(s): recommend proper sample volume level for supported sample formats. Optimize the loader motion and acceleration. O implementation verification: verification protocol#s lsvn1028-tp lsvn1039-tp lsvn1106-tp lsvn1098-tp slg: limitations section ug: loader section o effectiveness verification: verification reports: lsvn1028-tr lsvn1039-tr lsvn1106-tr lsvn1098-tr o probability: 1 o severity: 1 o risk index: 1 o residual risk evaluation: a o new hazards: none o hazard ID: 2.1.5b o hazard: exposure to biological sample. O cause: splash by sample translation. O harmful effects: degraded instrument performance (sensors, moving parts) requiring fse visit to repair damages o risk control(s): proper shielding of critical components, surfaces and users. Optimize the loader motion and acceleration. Design of shielding should allow cleaning of the surfaces. Provide instruction and universal precautions, including proper cleaning procedures. O implementation verification: verification protocol# lsvn1034-dp guard to protect the barcode reader chemical compatibility metals protocol: lsvn1027-tp chemical compatibility of plastics o effectiveness verification: verification report# lsvn1034-dr chemical compatibility metals report: lsvn1027-tr chemical compatibility of plastics report: lsvn1112-tr o probability: 1 o severity: 3 o risk index:3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the leakage was due to a dirty tube sensor. ¿ conclusion: based on the investigation results the root cause of the leakage was due to a dirty tube sensor. The customer had initially reported a leakage from the instrument and contacted a tsr for assistance. During the correspondence, the customer found that the sit door was open and the tube sensor bar was raised. The customer cleaned the tube sensor and the tube sensor bar lowered. After the cleaning, the instrument was restarted and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.